Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that insulin exited before the pump piston touches the reservoir on the customer's insulin pump. There were no air bubbles observed in the reservoir. The mother stated she gave her daughter 5 units of insulin, but did not see any reaction for the insulin. The customer's blood glucose was 192 mg/dl. No additional information provided.